Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device monitor would not turn on during call, however there was no adverse event. Additional details have been requested.

Event description:
The customer reported that the device monitor would not turn on during call. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.